Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the patient's common bile duct on (B)(6) 2014. According to the complainant, during the procedure the sponge from the biopsy cap dislodged and fell down inside the working channel of the olympus scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.